Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity. Number 9 states, fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-04701 / 04702).

Event description:
Patient underwent a knee revision procedure approximately five years post implantation due to loosening and fracture of the patella caused by a patient fall; the bearing and patella components were removed and replaced. The cause of the patient's fall is unknown.